Event description:
The customer reported that the insulin pump alarmed motor error multiple times after being exposed to an xray. Advised the customer that the insulin pump would be replaced nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement test and alarmed motor error during the rewind due to an out of phase motor encoder signal.